Manufacturer narrative:
For the investigation the logfile was analysed. A cockpit c500 reboot could not be confirmed. The provided log file revealed that the safety software triggered a warm start of the ventilation unit on (B)(6) 2020 at 16:43 pm in reaction on a temporary time-out in software task processing. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a local restart of the ventilation unit would be triggered. During this time the emergency breathing valve opens to allow for spontaneous breathing. The ventilation was automatically continued with the latest settings after the warm start had been completed. As per logfile the accompanying alarm message «ventilation unit restarted» was posted by the cockpit infinity c500. The safety software requested a reboot of the ventilation unit because a software task was not completed within a specified time. This reboot is a specified behavior to reset the micro processing system to a specified state. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.

Manufacturer narrative:
First logfile-analysis showed that the ventilator performed a warmstart. The final results of the investigation will be provided in a follow-up report.

Event description:
It was reported the c500 went blank and a high pitched alarm sounded. The biomed is not certain if ventilation ceased or not. There was no patient injury reported.